Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the pump was self-programmed. The reporter stated that the pump was programmed to 10 bolus in 4hours 1mg/bolus, when revised the pump noticed that it self programmed to bolus in 1 hour, programmed it again to 10 bolus in 4 hours but then when revising the pump again, it had self programmed again to 10 bolus in 1 hour. Therefore, the pump was changed and sent to hospital biomedical department where it will be revised today by hospira biomedical engineer (B)(6). There was patient involved, but was not harmed. Patient information is not available. There was no adverse event, neither delay in therapy. The pump reference number and software version will be sent by email. No other information is provided. Pump treatment information:10 bolus in 4 hour 1 mg/bolus. Type of drug: morphine. Was there a prime performed: yes. Pump or manual: pump. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no".

Event description:
The event was reported by a customer from colombia: programing issue.

Manufacturer narrative:
B.6 time lines: late submission- discussed with the FDA over a phone call on the(B)(6)2020 . G.1 distributor information: hospira inc. Us service center (B)(4). Exemption number, e2014005 q core medical ltd (manufacturer) is submitting the report on behalf of hospira.